Event description:
#Medwatcher #followup1 #FDA mw5040953 #(B)(4). I had a full hysterectomy yesterday (B)(6) 2016. They removed both my fallopian tubes with essure intact, uterus and my cervix.. I couldn't go on with the blood clog/chunks that I was releasing every menstrual cycle. Pain was terrible. And I was getting my period twice a month for a whole week each time. Smell that was coming from my vagina was very smelly. After my removal yesterday the smell is gone. I'm always bloated... Fatigued and in pain. I'm looking forward to this being the end of my struggles!

Event description:
(B)(4). A procedure that was said would take 15 minutes actually took over 45 minutes, the dr could not place the device inside of me and said he didn't want to send me home and then have to do it all over again, so he attempted more tries until finally it was inside of me but the pain was so intense, I cried through out the whole procedure. I was shaking so bad and could not stand up completely after it was completed. My bleeding was so profusely that I filled a pad in less than 10 minutes. When I left, I walked out hunched over unable to completely stand up. My cramps and flow of blood were so bad that it lasted 3 years and I became anemic. Acne began for me so bad, I never had a no acne problem! My dr put me on birth control pills to regulate my period and prescribed pills and a facial gel to help with my acne problem. It helped some for me... Then the heavy clogs of blood in my periods were getting bigger and bigger that they were becoming more painful as time went by. I spoke to my dr which none not even my obgyn's believed that it was caused by essure. But then again they don't know much about it... I just had the mirena inserted in me to help with the heavy flow of my blood and blood chunks.... My only options are full or partial hysterectomy. . . Why do I have to go through that if essure should be the one's to remove my tubes! Weight gain is another problem I have, I walk for many miles daily and exercise and nothing seems to help me. My stomach also looks and feels bloated... I have blood spots on one of my legs. I have my period 2 to 3 times a month... I'm giving mirena a chance but they recommend 6 to 9 month wait... I'm willing to give it that, so I don't have to do the hysterectomy. Fatigue is a problem because I'm a very active person and I hate feeling that way daily.